Event description:
Spontaneous call: pt states that her ms3 pump's screen periodically goes blank, and even turns off. Pt has changed batteries. Malfunction has occurred during infusion and pt was able to switch to back up pump. No injury or changes in breathing reported. New pump will be sent out and malfunctioning pump is available for investigation, no other info known. Reported to (B)(6) by patient/caregiver. Dose or amount: 50ng/kg/min; frequency: continuous; route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.